Event description:
A complainant alleged that one (1) employee has experienced a reaction with symptoms of coughing, eye drainage, and a reactive airway after the facility unknowing refilled cavicide1 into cavicide spray bottles.

Manufacturer narrative:
The employee had sought medical attention with a general physician and referred to an allergist. The employee has completed an allergy test; however, no allergies were determined. The employee was prescribed flonaze and eye drops. To date, the employee is feeling better. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters.